Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they experienced a pump system error. The customer¿s blood glucose level was unknown mg/dl at the time of the incident. Customers insulin pump noted the motor arm cannot communicate with the main arm during normal use. Customer stated they received this alarm 6 times. No troubleshooting was performed. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received in manufacturing mode. Unit passed displacement test and self-test. Insulin pump trace download analysis pump error alarm followed by a pump error confirmed due to software error. Unit was received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.